Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pocket revision procedure done due to pocket pain. There were no allegations of malfunction on the device. No further information was available.